Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. Attempts were made to obtain additional information but was unsuccessful. All available information suggests the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.